Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim). During the procedure, while attempting to insert a ruby coil into the px slim, the physician experienced resistance and the coil was unable to be inserted. Therefore, the px slim was removed and the procedure was successfully completed using a new px slim and the same ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the px slim delivery microcatheter (px slim) was kinked approximately 11.0 cm from the distal tip. Conclusion: evaluation of the returned device revealed that the distal shaft of the px slim was kinked. This type of damage likely occurred due to improper handling during use. If the device is forcefully advanced at an angle during insertion, damage such as this may occur. Further evaluation of the ruby coil revealed that this device was not associated with the reported issue, since the ruby coil mentioned in the complaint was successfully implanted in the patient. Multiple attempts were made to determine why this device was returned for evaluation. As of december 08, 2016 no response has been received as to why this device was returned. This investigation is based on the px slim reported issue. Px slims are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.